Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: enlw1616c124e sn (B)(4), expiration date: 2014-02-13, UDI # (B)(4) a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft and a heli-fx endoanchor system were implanted via percutaneous access in a patient for endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. The proximal aortic neck at the renal arteries 21 mm in diameter and 20 mm below the renal arteries 39 mm in diameter. The heli-fx device was implanted out of a concern for late failure. There is calcification in the proximal aorta. It was reported that the patient returned for follow up. The CT revealed that there was occlusion of the left iliac limb, which extended up to the bifurcated stent graft. The patient was given medication, however the event is continuing. The patient has a CT that revealed a type ii endoleak between ima <(>&<)> posterior lumbar branch. An inflammatory rind in the aneurysm was discovered, this resolved without treatment. The physician investigator could not determine a cause for the inflammatory rind, but it was assessed to be possibly related to the procedure. No additional clinical sequelae were reported and the patient will be monitored by the physician.